Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the hemopro silicone jaw boot peeled off the tip of the jaw. No fragments fell in the pt therefore, no intervention was necessary. A replacement device was used to compete the procedure. The hosp did not report any pt effects. It is unk if the device will return for investigation.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There were no nonconformance issue(s) with this production lot. (B)(4).